Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer reported that the jaws of the vessel sealer extend instrument would completely grasp and activate sealing mode. However, there was reportedly insufficient sealing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However; no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vessel sealer extend instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. No image or video clip for the reported event was available for review. A review of the device logs for the vessel sealer extend (part # 480422-01 / lot # l90220109-0161 associated with this event has been performed. Per this review of the logs, the vessel sealer extend was used on (B)(6) 2022 via system sk2502 for a right hemicolectomy procedure. This is a single use instrument. This complaint is being reported based on the following conclusion: it was alleged the vessel sealer extend instrument had a sealing issue and it is unknown if there were audible beeps from the generator indicating that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Refer to field h9 for additional information. A field action number should have been included in the initial report.